Event description:
New information notes that the pacemaker system was extracted. There was no sign of infection. The system was not being replaced. The patient was stable before, during and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the assessment of the pacemaker site, the device was found to be eroded through the skin. Both leads associated with the device have also eroded through the skin. Blood cultures and site culture swabs were obtained and no sign of infection was seen. System extraction was discussed but has not been completed. The patient was stable. Related manufacturer reference number: 2017865-2020-01410. Related manufacturer reference number: 2017865-2020-01412.